Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. The device was able to power on with the on/off button. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device was able to power on using the on/off button. Stryker determined that the cause of the reported issue was due to the lid switch, designator sw5. The customer was sent a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. The device was able to power on with the on/off button. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.